Event description:
It was reported that the catheter was placed on a pt. The catheter was placed to its full length, however, it didn't reach high enough. Due to this condition, the iab was removed and replaced with a catheter that could be placed more appropriately. There were no pt complications.